Event description:
The following info was reported to datascope on 1/20/97. The iab was inserted into the pt on 12/20/96. On 12/21/96 after iabp for 19.5 hours, the "leak" alarm sounded from the pump. The iabwas noted to have blood in it. The iab was removed and a second was inserted.

Manufacturer narrative:
Device label code for f10. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edge penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.